Event description:
The customer contact reported the device delivered more than intended. At an unspecified time, a patient who was mechanically ventilated in the emergency dept was scheduled to receive an unspecified concentration of versed, with a volume of 50ml, at a rate of 10ml/hr, and the delivery was started. It was reported that the entire 50ml bag delivered in 2 1/2 hours. At this time, the pharmacy was called for a second bag. A new tubing set was used with this bag. The device was again programmed to deliver an unspecified concentration of versed at a rate of 10ml/hr, and the delivery was started. It was reported that the nurse verified the rate was at 10ml/hr. After an unspecified length of time, the infusion completed. The device displayed that only 23.8ml had infused, but the drip was complete. At this time, the pharmacy was notified and the patient vital signs were taken. It was reported that the patient's vital signs were within normal baseline. No specific details were provided. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded that the service ctr. A review of the last programming of the device history indicated that at 2043, line a of the device was programmed to deliver midazolam at a rate of 10ml/hr, with a vtbi (volume to be infused) of 50ml, for duration of 5 hours, and the delivery was started. At 2125, line a was stopped, vi (volume infused) 6.7ml. At 2126, line a delivery was restarted. At 2309, the device alarmed n232 (prox air a, backprime). At 2310, line a backprime was started and stopped. At 2311, the device alarmed for n251 (cassette test failure) and the device was turned off. This report represents all the info known by the reporter upon query by hospira personnel.